Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and neuromuscular problems. It was reported that the patient underwent vaginal wall incision with release and removal of vaginal sling on (B)(6) 2002 due to pain and recurrence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/08/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginitis and vulvovaginitis.